Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during drain 3 of 9. The technical service representative (tsr) explained the alarm to the care giver (cg) and informed the cg to start over using new supplies. During troubleshooting, there was nothing found that could have caused or contributed to the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.